Manufacturer narrative:
Component was examined and microscopically evaluated at a magnification of 10x. No product deviation found. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If additional info becomes available, a follow up report will be provided.